Event description:
The surgeon reported that the laser capsulotomy segment was very short in duration, which resulted in an untreated area of approximately 3 clock hours. The capsulotomy was completed manually and there was an anterior capsule tear that subsequently extended to the posterior capsule during phaco nucleus removal. There was no loss of vitreous fluid, no vitrectomy performed, and the intraocular lens was implanted successfully. One day postoperatively, the pt's visual acuity was 20/15.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The company service engineer inspected the laser system and realigned the surgical beam through the delivery system. Capsular tears are an inherent risk of cataract surgery. (B)(4).